Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cement would not open correctly and was ultimately wasted.

Manufacturer narrative:
Conclusion and justification status for MDR: from the complaint description and photographs provided, it appears the packaging would not open down the seal line in the correct manner hence was not used. The pouch backing paper tears along the edge seal line and the amount of force, speed and pressure applied when opening the pouch does influence the opening characteristics which in some circumstances may lead to the tearing of the backing paper. How to handle and open the packages is referenced under the cement preparation section of the IFU (IFU-0163-040). The number of complaints for this issue will be monitored going forward and if an upward trend arises then the packaging material, ease of access and instructions for use will be reviewed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.